Manufacturer narrative:
Citation: sugiyama k, fujimoto m, suzuki w, et al. Geriatric nutritional risk index and c-reactive protein: prognostic impact in transcatheter aortic valve implantation. Heart vessels. 2026;41(5):351-360. Doi:10.1007/s00380-025-02631-6 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the predictive impact of inflammatory and nutritional indices in transcatheter aortic valve implantation (tavi) patients. The study included 122 patients who underwent tavi with either a medtronic corevalve (n = 36) or non-medtronic sapien (n = 86) valve type. Post-tavi adverse events encompassed: elevated mean gradient, need for blood transfusion, left ventricular perforation warranting sternotomy and repair, pacemaker implantation, paroxysmal atrial fibrillation, cerebral infarction necessitating rehabilitation, transfer to another hospital, tracheostomy, stroke, aortic dissection, and hospitalization for heart failure. The authors also observed eight deaths during follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.